Event description:
Caller reported eating a banana and a pear after an aviva system result of 49 mg/dl at 7:02 am. Reported retest results beginning at 7:07 am of 74 mg/dl, 59 mg/dl, 69 mg/dl, 43 mg/dl, and 85 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.